Event description:
At approx 5:00 a.m. On july 14, 1999 there were fumes exuded from an efica bed resembling rotten eggs. Four critical care nurses were sent to the ER with symptoms of nausea and vomiting. The biomed professional also came in contact with the fumes and began to vomit. Service arrived at 6:30 a.m. To respond to the problem.